Manufacturer narrative:
A philips remote service engineer (rse) talked with the customer and the customer alleged that the alarms did not sound at the central station. The customer requested a check-up by a philips field service engineer (fse). The fse went onsite to resolve the reported issue. The fse found the central stations were not being monitored with several alarms not confirmed. During testing, the fse found the speaker disconnected. Based on the information available and the testing conducted, the cause of the reported problem was due to a disconnected speaker. The reported problem was confirmed. Analysis was performed and investigation has been completed. The engineer reconnected the speaker and changed some inop messages on the server to optimize the operation according to the customer needs. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported a patient has reached 15 pulses alarm limit and the alarm at the central station has not sounded. The graph has appeared but the alarm has not sounded.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone#:(B)(6). E1: reporter phone#: (B)(6).